Event description:
Pt states that the cutter from the dental floss container popped off when the floss was pulled across it. The pt is being treated for an eye injury because the cutter flew off, and hit them in the eye. Medical records have been requested. This closes out this report unless additional, significant information is received. Report sent to FDA on 10-22-09.